Manufacturer narrative:
It is unk what type of "ams mesh system" is associated with this event. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt had an "ams mesh system" implanted in (B)(6) 2009. It was reported that "within months after the initial implant" the pt experienced complications that required add'l medical care and treatment and/or surgical intervention. It was indicated that the pt experienced pain, erosion of tissue, hardening, worsening urination, required surgical procedures and had scarring." It was also indicated that the pt "developed severe side effects and suffered irreparable bodily injury" and "permanent impairment."